Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for the treatment of symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the focal bladder neck cautery (fbnc) technique, a bladder perforation was observed (according to the manufacturer's instructions for use, bladder perforation is a potential risk during the aquablation procedure). The procedure was successfully completed, and irrigation was minimized to facilitate the perforation to heal on its own. It is believed that while inserting the resectoscope, the surgeon encountered resistance due to which the resectoscope may have undergone a temporary displacement or movement upon contact with the still-inserted transrectal ultrasound probe, causing the bladder perforation.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and labeling. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. A review of the device history record (DHR) ab2000-b / serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. Aquabeam robotic system instructions for use (IFU), ifu0104-00, rev. C, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: - bladder or prostate capsule perforation the aquabeam robotic system was not returned for investigation of this complaint. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of the aquablation procedure. Based on the information obtained through the treating surgeon plus a review of the treatment log files, DHR, and labeling, the event is considered not device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.